Event description:
During the procedure a blood leak was noted. A cardiac arrest was performed on the pt and the unit was changed out. No further complications occurred as a result of this event. The pt was reported to have expired 5 days later due to valvular problems.